Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to the drawers were disconnected from the communication bus. A field service engineer reseated the ribbon cable of the drawer control board to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not detected on the communication bus and was unable to recover. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.